Event description:
Same case as MFR report# 3005099803-2008-04161. It was reported that during an esophogastroduodudenoscopy (egd) with dilatation procedure, device damage and a balloon puncture occurred. Upon opening the cre 12mm x 15mm balloon dilatation catheter and the rj3 large capacity biopsy forceps, it was noted that the "forceps was bent at the end, and the balloon was punctured". It was noted that there was no visible damage to the outside of the package. The device was not used on the patient and the procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.